Event description:
A 65-year-old female patient underwent tka surgery using the u2 total knee system on (B)(6) 2023, and the patient experienced pain after surgery. The x-ray showed the femoral component loosening and metal beads shedding. A revision surgery was performed on (B)(6) 2025.

Manufacturer narrative:
Visual inspection of the coating surface of the returned product revealed metallic sintered bead detachment attributable to implant removal. Other then this, no additional obvious detachment of metallic sintered beads was observed. In addition, limited tissue coverage was noted on the coated area, suggesting insufficient osseointegration. The final product dimensions, appearance, and the necking bonding percentage of the porous coating all complied with the specification requirements. Based on our review of all currently available information, current evidence does not establish a causal relationship between the device and the reported event, and the definitive root cause could not be identified. A follow-up report will be provided upon receipt of further clinical information and investigation results.